Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. The right atrial (ra) lead and right ventricular (rv) lead exhibited no capture and varying thresholds. The leads were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.